Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One fiber tape construct associated with an ar-8990st was received for investigation. Visual inspection identified fraying and discoloration to the implant. Knotting was noted inferior to the implant. It was noted that the method of bone preparation employed during the procedure, as well as the bone quality encountered, were not provided. The observed condition is most likely the result of improper bone preparation during use. No further analysis can be conducted without the return of the inserter.

Event description:
It was reported during an ankle repair the anchor would not set and pulled out of the bone. It was removed and replaced with another ar-8990st with a different lot number and the case was completed with no further issues.